Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced 4 infusion set tubing detached from infusion set events between (B)(6) 2024. The infusion sets had been used for 24 hours. The blood glucose level was 14-15 mmol with the presence of high ketons at the time of events therefore the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-13606. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6003365 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional click test according to 4a02045 version 9 on reference samples,10/10 samples passed the test. Functional static pull tubing-tubbing base test according to wi version 2 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6003365 was manufactured according to the wi version 94 manufactured in the machine multivac 10, on 24/sep/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3j02660 was manufactured according to the wi version 55 manufactured in the machine sc05 and sc06, on 22/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6003365 and no other complaints have been registered in database for the same lot 6003365 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to detachment issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.